Event description:
Plaintiff reports initial bilateral implantation 8/6/80. Plaintiff adopts master petition in re: master silicone breast implant file, in the 334th judicial district coudrt of harris county, texas.